Event description:
It was reported to philips that the efficia dfm100 exhibited problems with the ECG cable which required a replacement. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating a request for a replacement ECG cable. The device was evaluated remotely by hospital clinical engineer with the help of philips rse. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was due to a defective 3 lead ECG trunk and 3 leadset grabber. The issue was resolved after the defective parts were replaced and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. Remote support provided.